Manufacturer narrative:
Results pending completion of manufacturing evaluation.

Manufacturer narrative:
A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) state ¿do not cover significant renal or mesenteric arteries with the endoprosthesis¿. The physician indicated the patient¿s death was caused by heparin not being administered during the case as requested. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to bowel (e.g., ileus, transient ischemia, infarction, necrosis) and death.

Event description:
Call received from (B)(6), clinical specialist: on (B)(6) 12014, the patient was implanted with two gore® excluder® aaa endoprostheses (rmt281418/10635196 and pxc121400/12756983) to treat an abdominal aortic aneurysm. It was reported that the patient had presented with renal failure prior to the procedure. The physician reportedly planned to land the trunk-ipsilateral component distal to the superior mesenteric artery, intentionally covering both renal arteries. Both excluder components were implanted as planned without any reported issues. However, it was noted that the physician had requested heparin for the patient during the case, but it was not administered by the anesthesiologist. The patient tolerated the procedure. On (B)(6) 2014, the patient died of bowel ischemia. The physician indicated the patient¿s death was caused by heparin not being administered during the case as requested. Patient weight, medications, and comorbidities were not available.